Manufacturer narrative:
(B)(4): the customer reported a sync button failure in op check. There was no patient involvement. The device was evaluated by a philips field service engineer. The symptom was not duplicated. The device passed all performance assurance tests and was placed back into use. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.

Event description:
The customer reported a sync button failure in op check. There was no patient involvement.